Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A retaining clip, coil plunger, introducer sheath and coil were returned for analysis. The distal end of the coil was protruding from the tip of the introducer sheath. Difficulty was experienced removing the coil from the introducer sheath, the introducer sheath was cut and the coil was removed. The coil was severely stretched and kinked and the coil fibers bundles were colored blue. Base zap tip shape and surface was smooth. Apex zap tip shape and surface was smooth. All other dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was 6, below the assigned specification of 8. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the coil could not be deployed. A 3mm/3.3 mm vortx¿ diamond - 18 was selected for use. During procedure, it was noted that the coil became stuck in the catheter and was unable to be deployed. The coil was removed with the catheter and completed the procedure with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the number of fiber bundles was below the assigned specification.